Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3688 knotless fibertak biceps implant system had an issue during the anchor's tensioning phase. The tensioning loop would not convert to fully tension the biceps down to the anchor. This was discovered during a proximal biceps tenodesis procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/10/2025: the case was completed using alternative fixation with ar-7535 fiberlink 1.3mm suture tape and ar-1926bcsp biocomposite pushlock anchor. The procedure was delayed for less than one minute, and no additional anesthesia was required. No adverse effects were observed during or following the event.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.